Event description:
It was reported that the catheter migrated out of the intrathecal space a total of 3 times, and the patient experienced withdrawal. It was noted that the patient did require hospitalization. A side port myelogram was performed and a revision occurred on (B)(6) 2011. The patient outcome was reported as no injury. It was initially reported that the device system was used to deliver bupivacaine (marcaine), but it was later reported that the device was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.